Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient was hospitalized on (B)(6) 2024 due to high blood glucose level and then was moved to ICU. Patient was treated with insulin via intravenous (IV) drip. The duration of hospitalization was greater than 24 hours. The patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.